Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with this pacemaker, presented to the hospital with forehead and throat pain, and the patient was discharged the next day. Upon returning home, the patient passed out. The patient was then re-admitted to the hospital the same day. The patient had an magnetic resonance imaging (MRI) scan and the device was reprogrammed. It was noted that the MRI scan showed "cardiac syncope," no heart attack, no stroke. The patient was discharged from the hospital over a week later. This device remains in service. No additional adverse patient effects were reported.